Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er220 spit clips out of the gun. A second er220 was opened and the clips "would not form properly". A third gun (er220) was pulled to complete the case. There was no consequence to the pt.